Event description:
It was reported that during the beginning of a da vinci si hysterectomy procedure, while the surgeon was working on the round ligament, arcing was observed from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs was immediately removed and the tip cover accessory was replaced. The procedure continued however, shortly after the replacement tip cover accessory was in use, arcing was observed coming from the mcs instrument. The arc hit the back side of the patient's uterus causing a superficial burn. The planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
Corrections: brand name: should be monopolar curved scissors; model : 420179-10; lot :m10110729 295.

Manufacturer narrative:
The tip cover accessories have not been returned for evaluation as they were discarded by the hospital. The monopolar curved scissors (mcs) instrument used during the procedure was returned and evaluated. Engineering was unable to find any evidence of arcing and no burrs or damage in the area where arcing may have occurred. A new tip cover accessory was placed on the instrument in attempt to re-create the customer reported failure, however after multiple attempts arcing was not observed. Electrical continuity passed and a cut test was successful. No physical damage was found. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The following medwatch report was sent to the FDA in relation to this event: MFR report 2955842-2011-00305.